Event description:
Caller reported issue with touchscreen responsiveness as the pump screen was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level. Despite attempts to reset the pump, the screen remained unresponsive, so technical support advised that the pump needs replacement. The customer opted for multiple daily injections as a backup therapy.